Event description:
The hcp reported that the pt has experienced intermittent withdrawal symptoms and increased spasticity despite dosing increases since implant. The pt underwent catheter revision initially to correct "leak". A second revision was performed to replace the proximal section. The hcp did not want to revise the distal portion, as he did not want to disturb the catheter tip location at c1-2. Dye and roller studies have been performed and are reported to be normal. A volume discrepancy was noted and expected reservoir volume was 30.9 ml; actual reservoir volume was 29.5 ml. The pt was receiving lioresal 2000 mcg/ml and the dose varied from 600 to 1100 mcg/day. The specific withdrawal symptoms were dystonic jaw movements, perioral dystonic movements, right arm extension and the pt "feels" like he is in withdrawal. There appeared to be a slight narrowing of the catheter near the exit site. The surgeon plans to replace the catheter and perform a laminectomy in case, the problems are positional. Final pt outcome was not reported. Same as MFR's report #: 3004209178200601378.